Manufacturer narrative:
According to the field, the ra lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited high threshold measurements during positioning. When the physician went to reposition the lead, the helix would not extend out after 30 turns. The physician decided to remove and replace the ra lead prior to pocket closure. No adverse patient effects were reported.